Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and instrument data and replaced the buffer pump seals and piston. The cse observed an electrode that was missing an o-ring. The cse repaired the electrode. The cause for the discordant sodium, potassium and chloride results was unknown. The cse successfully ran qc. The instrument is performing within specification. No further evaluation of the device is required.

Event description:
Discordant sodium (na), potassium (k) and chloride (cl) results were obtained on multiple patient samples on an advia 1800 instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on the same instrument. The corrected na, k and cl results were reported to the physician(s). There were no known reports of adverse health consequences or patient intervention due to the discordant na, k and cl results.